Manufacturer narrative:
The complaint device was returned without any packaging so the lot number, manufacture date, and expiration date are unknown. A visual inspection of the returned device revealed one of the prongs on the proximal end of the blade was broken. Based on analysis of the fracture site, the break was observed to be the result of a ductile fracture. This type of fracture occurs when force or stress is put on one area of the blade causing a slight bend, crack or stress point on the blade. The fracture process consists of the formation and propagation of a crack. During use, this crack continued to propagate until the breaking point was reached. Ascent's instructions for use states, "do not apply excessive lateral force." Due to the infrequency of this type of event, no trend analysis is available.

Event description:
It was reported that one of the prongs broke off the saw blade during the procedure. The piece did not fall into the patient and no patient injury was reported.